Event description:
During a diagnostic laparoscopy and laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, the gasket located at the junction of the two-piece trocar broke off during surgery. The gasket could not be found. Therefore, it is possible that the gasket was accidentally implanted in the pt. The nurse returned the broken piece of the trocar to the sales rep but she discarded the piece of the trocar with the identifying indicators.